Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device screen was black and unresponsive. The field service engineer (fse) performed a t-shot, visual inspection, and isolation, which identified that drawers 2.1 and 2.2 had a failed clamping power supply that was preventing the station from powering up. The drawer boards and pyxibus controller were replaced. Testing was resumed, and no further issues were noted. The user verified proper operation through inventory counts, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system screen was black and unresponsive. The customer stated that the remote support service (rss) was offline. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.